Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery with the protective sheath withdrawn, the stent dislodged off the balloon catheter and embolized within the coronary vasculature. The embolized stent was then advanced distally within the left anterior descending artery. The pt was scheduled for elective coronary artery bypass graft surgery several days subsequent.